Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: bilateral dissection balloon did not inflate on lhs of pt. The side that did inflate did so more than usual likely compensating for the air that did not enter the lhs. Pt had a lot of fat in inguinal space. Surgeon manually dissected the space.